Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead experienced ventricular tachycardia for which external cardioversion was required. Upon device interrogation, the ICD was noted to be programmed to monitor only (mo). Further review noted pace impedances on this rv lead have risen from 1000 ohms at implant to just above 2000 ohms, and shock impedances have gradually risen. Additional information was received which indicated that in (B)(6) 2014, there was noise which was oversensed on the rv lead. The noise was suspected to be from a prostate procedure the patient had undergone at that time. The patient also indicated the lead may have been fractured. After that, the device was programmed to mo. Currently, the system has been checked and was reprogrammed. All indications show that the lead is sensing and performing well despite an impedance close to 2000 ohms. The products remain in service and the patient is being monitored. No additional adverse patient effects were reported.